Event description:
Arterial line placed. Site with increasing bleeding 2 days later; catheter found to have hole and leaking at hub. Another arterial line placed. Site with increasing bleeding 2 days later; catheter found to have hole and leaking at hub. Pt had sand bags and pressure applied to arterial site.